Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 37761 lot# serial# (B)(4) implanted: explanted: product type recharger product ID 97754 lot# serial# (B)(4) implanted: explanted: product type recharger. Analysis of the desktop charger (s/n (B)(4)) found the connector pins on the cable assembly were broken. The method and result codes along with conclusion code 11 apply to the desktop charger which was returned for analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome and spinal pain reported on (B)(6) the recharger wouldn¿t charge even though there was a green light on the desktop charger and the cord seemed to be fine. During the call the consumer was asked to press the button on the recharger, but there was no power on the recharger. No out of box failure was reported. After the consumer received their replacement recharger they called back stating it was depleted, the connector pin seemed a little bent/broken, and they had been ¿really miserable¿ and ¿in a lot of pain¿ for the past two days.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.